Event description:
It was reported that the patient was also not responsive after the seizure.

Manufacturer narrative:
Product ID: 3708660 lot# serial# (B)(4), product type extension product ID: 3708660 lot# serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the seizures and brain bleed during the procedure was not device related. There was no reported definite cause at this time as to what contributed to the brain bleed or seizures. The leads were not implanted and not returned, but the implantable neurostimulator (ins) was still in the patient¿s chest. It was stated that the patient was currently in a rehabilitation facility and was still unable to walk. The patient¿s condition was reportedly slowing improving, but had not returned to baseline. It was further stated that the family decided not to proceed with the implant. The ins was to remain in place until the patient was stable enough to discuss removal.

Event description:
Additional information stated the patient's condition remained unchanged. He was still minimally responsive.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a seizure while the locking mechanism was being placed during stage 1 implant. It was added that a second seizure occurred during stage 1 implant when the microelectrode recording was starting. It was stated, the day before the surgery, the battery and extensions were put in and the burr holes were drilled. It was noted that the doctor decided not to proceed with the procedure and closed the patient up after the seizures. It was stated that a post operation CT scan was done which showed that there was intracranial bleeding. It was noted that the patient was hospitalized on (B)(6) 2013 following the seizures and had been monitored at the hospital since (B)(6) 2013. It was added it was not known that the patient had a history of seizures. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.